Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head lock was rusted. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a rusted lock. In addition, there was an air leak in the camera cable. Based on the results of the investigation, a definitive root cause cannot be identified a device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): rusted lock IFU applicable area preparation and inspection endoscope selection [caution] refer to section 3.5, ¿connecting and disconnecting the endoscope¿ on page 17 to check that the endoscope is firmly connected to the camera head, and refer to section 4.1, ¿focus adjustment¿ on page 22 to check that the endoscopic image is properly displayed on the monitor. Air leak in the camera cable IFU applicable area important information ¿ please read before use precautions against frozen or lost endoscopic images. [Warning] never clean, disinfect, sterilize or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, that could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head lock was rusted. There were no reports of patient harm.